Event description:
The pt's family member called to report that family member noticed pt jerking while pt was taking a nap. Pt started to have seizures and family member used the suspect device to check pt's blood glucose. Family member obtained a result of 467mg/dl and then called the paramedics. Emt's arrived and used their equipment to check pt's blood glucose. The emt's meter read 33mg/dl. Pt was taken to the ER where is blood glucose was 34mg/dl pt was treated with an unknown IV. The susepct device was replaced with new product and authorized for return to the MFR for eval. Pt's meds were taken at 8:10am and the incident occurred at 12:25pm. Glucose control solutions were not used on the suspect device system.